Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer stated that he was 504 mg/dl during lunch and he did not eat anything. The customer treated with a manual injection of 5 units. The customer's blood glucose went down to 380 mg/dl. The customer did not have a tubing clamp to troubleshoot. The customer was advised to monitor his blood glucose and call back if issues still occur.